Event description:
The surgeon reported that the probe sheath was thicker and would not fit into the 23 gauge trocar cannula. No pt injury was reported.

Manufacturer narrative:
The sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/21/2008.